Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the thresholds on the right ventricular (rv) lead have increased and now intermittently pacing at highest output. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.